Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, when intermittent loss of capture was noted on the right ventricular lead during a noninvasive programmed stimulation (nips) procedure. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.